Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line was damaged. Customer's blood glucose (bg) level was over 500 mg/dl. Customer changed the cartridge to address the reported issue. Customer's health care professional provided anti-nausea medicine, and customer delivered a bolus to address bg level.